Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a leg angiogram interventional procedure using a 5f sheath. Reportedly, the knot failed to advance down the track to the top of the vessel. Manual compression was applied to achieve hemostasis. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported knot advancement issue could not be determined. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: a partial UDI was provided as the lot number is not known.